Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.